Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be programming error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the pump was alarming to check for empty tubing or reservoir. The patient was instructed to acknowledge the alarm and restart infusion. The pump ran for a minute and alarmed again. To troubleshoot, the patient clamped the tubing and opened the cassette to check for air in the tubing. No air was present and the pump continued to alarm. The patient had about 27 hours of medication remaining. Medication was unknown. No patient harm. No additional information is available.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.